Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink in the stylet was confirmed, but the exact cause could not be determined from the four photographs that were provided for investigation. The photos showed one 3cg stylet that had been removed from the PICC. The PICC was not observed in the photos. The t-lock extension set remained attached to the stylet. A kink was observed in the stainless steel core wire between the t-lock extension set and the polyimide tubing. A kink was also observed in the polyimide tubing. The kink in the polyimide tubing appeared to be located proximal to the magnets. The stylet appeared complete and no part of the stylet appeared to be broken. Since the stylet was kinked, the complaint was confirmed; however the cause of the stylet could not be determined. Based on the condition of the stylet, it is possible that the stylet was damaged during use. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recq0261 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recq0261) have been reported from the same facility.

Event description:
It was reported that the stylet was kinked upon removal after successful PICC placement.